Manufacturer narrative:
The investigation identified a software anomaly triggered by a sequence of events which allows a sample to be aspirated from the wrong position of a sample tray and/or dispensed back into the wrong position of a sample tray when using a vitros 3600 system. This can lead to a result or series of results to be associated with the incorrect patient or erroneous results. Vitros system software version 3.2.3 contains the resolution to this software anomaly. The customer installed the vitros system software version 3.2.3 on (B)(6) 2016. The FDA (B)(4) district office was notified of this issue on 13 april 2016. Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
A retrospective review of econnectivity data over two years that was requested by the customer identified 3 events where a sample fluid that was likely aspirated from an unintended tube/cup when processed on a vitros 3600 immunodiagnostic system. These events occurred on (B)(6) 2014, and (B)(6) 2015. No results were generated from the aspirated samples due to analyzer condition codes. In addition, an event was identified on (B)(6) 2014 where a sample aspiration event occurred and sample fluid from a tube/cup other than the intended tube/cup was aspirated. Subsequent to the aspiration event from the unintended tube/cup, a metering failure occurred and the system attempted to return the aspirated sample back into the original tube/cup as designed. However, the sample was most likely returned into an unintended tube/cup which can cause a contamination or a significant dilution of another patient's sample and lead to erroneous results. On 22 august 2016, ortho sent a letter informing the customer of the event that occurred on (B)(6) 2014 including the number of samples potentially affected and that no other events have occurred impacting sample results. In the communication the customer was instructed to contact ortho with any additional questions. No additional information or feedback pertaining to the event that occurred on (B)(6) 2014 has been communicated back to ortho from the customer. Therefore it is assumed there were no allegations of patient harm. The investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. (B)(4).